Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. The customer went to ER due to an infection in leg. Stated that if meter was giving correct readings, customer would have a sign that blood sugar was out of control. Their meter allegedly was reading inaccurately erratic and later found had missing segments. The meter on their meter 240, 200, 131. The time difference between pt's meter and no comparison. Treatment was: regular medication. No further info has been reported.